Event description:
Reason for revision: alval/soft tissue reaction.

Event description:
Asr revision; left asr xl; reason for revision: unknown.

Manufacturer narrative:
Updated data: (date of report); (event description); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, left, asr xl, reason(s) for revision: unknown. Update - added reason for revision taken from claimsuite dated 23rd april 2013. Reason(s) for revision: alval / soft tissue reaction. Update received 9th september 2014. Kid number, legal. Hospital name amended. Surgeon title added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.